Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. Pinnacle claim has no allegation provided. After review of medical records the patient was revised to address left periprosthetic joint infection with metallosis, pain, left thigh wound dehiscence, draining sinus tract, hematoma, walking difficulty, discomfort. Revision note reported, there were more than 5 cells per high-power field at the level of the vessels themselves, and the pathologist was not clear how this played into a periprosthetic joint infection. The previous aspirations showed only a few 100 cells and were not positive for infection, a possible inflammatory cells related to mom with metallosis present. Surgeon decided for head and liner exchange. Noted left leg is longer resulted to instability. However, pathology reported on (B)(6) 2018 elevated wbc with absolute lymphocytosis. The left hip tissue, r/o acute inflammation. Biopsy results soft tissue inflammation. Doi: (B)(6) 2007; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.